Event description:
The patient reported being transported to the emergency room via ambulance due to hypoglycemia. The patient stated that they had applied a new pod and went to bed but due to their blood glucose levels dropping to 20 mg/dl, their spouse called the paramedics and they were transported to the ER. The pod was worn between 4 and 24 hours on the abdomen. At the hospital, the patient was diagnosed with hypoglycemia but was only monitored until their blood glucose levels rose and they were ready go home. Treatment was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone16.1 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damages or deficiencies that would result in the device over delivering insulin. Inspection of the patient history buffer (phb) data showed that the automated glucose control (agc) algorithm functioned as intended and was able to appropriately adapt to changes in estimated glucose values (egvs) and user inputs.